Manufacturer narrative:
The electrodes was returned to zoll medical corporation; the customer's report was observed during review of the provided device history log. The electrode pads passed testing and were recognized by the test device. The pads were scrapped as a precaution, and a replacement set of pads were sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.